Event description:
See initial report.

Manufacturer narrative:
H 11: customer reported that the defect error came up after the heater cooler did not respond to temperature change, and after it the hcu turned off. When the "heater cooler defective" error message popped up on the essence cockpit, an error code was also displayed on the hcu. After turning off and on the hcu, it was working properly again, therefore no service inspection has been conducted. A device service history review has been performed and identified that the 3t heater cooler unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. It is reasonable to assume that a temporary electrical failure of the heater cooler occurred and was indicated both on the hcu itself and the cockpit, for this reason the hcu did not respond to temperature increase causing the communication issue code 163 (no correct answer from device to a changed setting) that was firstly noticed by customer. After that the connection between the hlm and the device was lost and since the hc was no more controllable over the can bus ("heater cooler issue" message, error code 168) it turned off. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The customer has not registered the error code displayed on the heater cooler itself. The heater cooler has not been inspected by a fse, since there is no logging of the data and the hcu had already been turned off and on again, after which it worked again. Hlm displayed error 1100. Initial investigation of hlm logs found that after the error 1100 was displayed, there were stored also two messages indicating that the heater cooler was not responding properly to a setting change on patient circuit 1 and after that the hc was no longer controllable by the hlm, compatible with the event description reported from customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during a procedure, the 3t heater cooler (hc) did not respond to the temperature increase. Both the heater cooler and the hlm displayed error. The error of the heater cooler was not remebered. The heater cooler was turned off and on, hoses were reconnected and the problem was resolved. There is no report of any patient injury.